Manufacturer narrative:
Initial

Event description:
It was reported that the patient using the ilet experienced a low blood glucose event and overtreated it with juice and oral glucose tablets, after which blood glucose rose to 360 mg/dl and later dropped to 47 mg/dl. The event was attributed to improper treatment technique rather than a device or component malfunction. No adverse clincal symptoms associated with hypoglycemia and subsequent hyperglycemia. Outcomes included the need for medication intervention in the form of fast-acting carbohydrates. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem characterized as an improper or incorrect procedure or method, with no device component implicated. The user was educated to treat future lows with 15 g of fast-acting carbohydrates and to recheck blood glucose with a fingerstick after 15 minutes. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.